Manufacturer narrative:
Complaint confirmed, the upper jaw was found to be broken. The actuating mechanism appears to function as intended. The cause of the broke jaw is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-13975sr fiberwire grasper, distal end broke. This was discovered during use in procedure on (B)(6) 2021. All fragment were removed from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.